Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the device history log indicates the device was manually charged and discharged 30 joules of energy when the device recognized an impedance of approximately 70 ohms. We suspect a clinician was performing a 30 joule self-test while a physician was attending to the patient. Risk management was contacted and made aware of the findings. There is no evidence to suggest a device malfunction. This claim has been closed as user error. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that a physician obtained an inadvertent shock while monitoring a patient. The attending physician claims that the device shocked on its own. The physician claimed to have felt a tingling sensation during discharge. The complainant indicated that the patient and clinician did not receive any medical treatment after the alleged inadvertent shock. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.